Event description:
The customer reported that he was hospitalized due to high blood glucose levels over 600 mg/dl. The customer was nauseated and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test, and the customer did not have extra supplies to change the infusion set. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.